Manufacturer narrative:
The patient remains on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
A correlation between the reported gi bleed and the device could not be determined through this evaluation as the product was not available for evaluation. The patient remains on lvad support and no additional events related to bleeding have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted for a gi bleed. The hosp will continue to monitor the patient.